Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. However, device analysis performed in 2007 revealed proximal stent damage. The lesion being treated in the index procedure was located in the left anterior descending (lad) artery. The physician treated the lesion using 2.5x20mm maverick2 to pre-dilate the lad. Because the lesion was mildly calcified with moderate tortuosity, he then tried to deliver a taxus express2 3.5x32mm stent in the target lesion. Unfortunately, the stent could not cross the lesion. He took it out and used a 3.0x20mm balloon to pre-dilate again, then he used another taxus express2 3.5x32mm to complete the procedure. The pt was said to be in good condition.

Manufacturer narrative:
A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. Visual and microscopic examination of the stent revealed proximal stent damage. Some of the struts were bent back distally. No kinks or damage was noted on the hypotube. Microscopic examination of the balloon and tip profiles found no issues with the balloon material and or the tip. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The rework batch number 8371969 was used to locate the top assembly batch number 8253402. A review of the mfg record for this particular top assembly batch number 8253402 and manifold batch number 8244396 shows that the device met its material, assembly and prod specs at the time of its release to distribution. The root cause of the complaint incident could not be identified. However, a full review into the mfg history record for this device confirmed that the device met its material, assembly and prod specs at the time of its release to distribution.